Event description:
On (B)(6) 2013, the reporter contacted animas to report that on unspecified dates, the patient experienced low blood glucose level episodes. On one date, the patient obtained the blood glucose reading of 51 mg/dl and she then passed out. The patient¿s husband administered treatment by reviving her and giving her sugar to consume. On a second date, the patient obtained an unspecified low blood glucose reading and received emergency medical attention by paramedics and was taken to the emergency room. The patient reported that the pump¿s insulin on board (iob) option was not functioning. Troubleshooting revealed the patient¿s technique was incorrect by not turning on the iob feature. Troubleshooting and review of the pump settings indicated the pump was functioning normally. There was no evidence the pump was accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not turning on the pump¿s insulin on board function. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.